Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer's mother reported the customer had sensor glucose versus blood glucose differences. The customer woke up, sensor glucose was 68mg/dl and blood glucose was 160mg/dl. In addition, customer received two calibration errors.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that patient had sensor glucose versus blood glucose differences on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer declined to troubleshoot because she stated that she calibrated. The customer's mother also reported that they had bad sensor alert on the insulin pump. Customer's blood glucose was unknown mg/dl. The customer stated alert occurred after a 2nd consecutive calibration error. The customer was advised and explained the timing of calibrations leading to the alert and protocol. The customer was advised to remove and change out the sensor.